Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10414 and 2134265-2017-10416. It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. Three xxl¿ esophageal balloon catheters with same sizes, 16-6/5.8/75mm were advanced for dilatation. However, during inflation, the balloons ruptured. The procedure was completed with another xxl¿ esophageal balloon catheter. No patient complications were reported and the patient's status was fine.